Event description:
A customer reported via webform a sensor error message while wearing the adc device and was unable to obtain readings. The customer experienced symptoms of hypoglycemia, "feeling limp," and was unable to self-treat. Customer required third-party intervention by wife who provided glucose as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. N/a was selected as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Extended investigation has been performed. Visual inspection was performed on the returned sensor, did not observe any evidence of misuse or abnormalities . Data was successfully extracted. The returned sensor was de-cased and no issues were observed on the patch component or sensor flag. Glucose solution test was performed to check the functionality of the returned patch's reading. No issues were identified. Sensor was in active/paired state indicating the sensor was functioning correctly. No evidence of a product malfunction was observed during the investigation therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted

Event description:
A customer reported via webform a sensor error message while wearing the adc device and was unable to obtain readings. The customer experienced symptoms of hypoglycemia, "feeling limp," and was unable to self-treat. Customer required third-party intervention by wife who provided glucose as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported via webform a sensor error message while wearing the adc device and was unable to obtain readings. The customer experienced symptoms of hypoglycemia, "feeling limp," and was unable to self-treat. Customer required third-party intervention by wife who provided glucose as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Further investigation has been performed on sensor (B)(6). Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Sensor was observed to be in sensor state 8 (indicating abnormal termination) extended investigation has also been performed. Visual inspection was performed on the returned puck and no evidence of misuse or abnormalities were observed. Data was extracted using approved software and sensor was found to be in sensor state 8 (indicating abnormal termination). History and clinical logs were reviewed and showed a temperature drop and low signal which indicates that the sensor terminated off of the body. Smu (source measure unit) testing was performed to ensure that the puck's electronics were performing properly. The puck was successfully re-activated and was found to be in state 4 (active paired), indicating normal operation. It has been determined that the sensor termination was caused by a sensor fall out/ pull out. No evidence of a product malfunction was observed during the investigation. Therefore this issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.